Manufacturer narrative:
Beckman coulter complaint handling unit reviewed the event involving the au5800 chemistry analyzer. The customer stated that they mistakenly used the level 1 calibrator for both calibration set points, which resulted in a flat calibration curve. Consequently, false results were generated. The customer correctly used level 1 and level 2 calibrators to resolve the issue. No further issues have been reported. Patient information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of false high d-dimer patient results on their au5800 chemistry analyzer. The customer reported six (6) patients were referred for a computer topography (CT) scan. The CT scans for all patients returned negative for deep-vein thrombosis (dvt) and pulmonary embolism (pe). Although no information has been received regarding the use of a contrast medium in the CT scans, it is highly likely that contrast medium was used due to the assessment of dvt and pe. No patients received any medications or any other procedures after the CT scans. The customer did not provide data or patient demographics.